Event description:
The patient was injected under the eyes. The patient allegedly developed swelling, darkening of skin, and a hard nodule. The patient was treated with massage and a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). No lot number was given at time of report.